Event description:
Bedside registered nurse was flushing arterial line and piggy tail of flotrac came off.

Event description:
Bedside registered nurse was flushing arterial line and piggy tail of flotrac came off.